Event description:
The manufacturer received information alleging a ventilator had a "broken port." There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The ac inlet connector was found to be broken and pushed inside the device. The device's ac inlet connector was replaced to address the issue.